Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.